Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Only event year known: 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the implant date? What is the lot number for the linx device? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Was a gastric emptying scan done prior to implant? If yes, could you please share those results (send to productcomplaint1@its.jnj.com)? Was a gastric emptying scan done after explant? If yes, could you please share those results (send to productcomplaint1@its.jnj.com)? Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Event description:
It was reported that a linx device removal scheduled (B)(6) 2020 due to gastric emptying issues since implantation. His reflux symptoms have returned. No further information at this time.

Manufacturer narrative:
(B)(4). Date sent: 04/29/2020. Additional information was requested, and the following was received: what was the implant date? (B)(6) 2019. What is the lot number for the linx device? Unavailable. Was ph testing performed prior to explant to confirm recurrent reflux? Patient was seen by outside provider¿no info available. After implant, was the device initially effective in controlling reflux? Yes, initially. When did the recurrent reflux begin? End of 2019. Was a gastric emptying scan done prior to implant? If yes, could you please share those results (send to (B)(4))? Patient was seen by outside provider¿no info available. Was a gastric emptying scan done after explant? If yes, could you please share those results (send to (B)(4))? Patient was seen by outside provider¿no info available. Additional information is being requested and attempts are being made to obtain the following: did the explant surgeon do a gastric emptying study prior to removing the linx device as it was reported that the removal was due to gastric emptying issues? If yes, could those results be shared with us ((B)(4))? Does the explant surgeon¿s office have the results of the gastric study that was done by the outside provider? If yes, could those results be shared with us ((B)(4))?

Manufacturer narrative:
(B)(4). Date sent: 05/06/2020. Additional information was requested, and the following was obtained: did the explant surgeon do a gastric emptying study prior to removing the linx device as it was reported that the removal was due to gastric emptying issues? If yes, could those results be shared with us? The study was done by an outside provider. He does not have the results. The provider doing the study recommended that the device be removed. Does the explant surgeon¿s office have the results of the gastric study that was done by the outside provider? If yes, could those results be shared with us? The office does not have and does not intend to pursue the results from the gastric emptying study.